Manufacturer narrative:
Device analysis: pump analysis: product analysis could not confirm the reports of short tubing because the device was returned with cut tubing and no further information is available. Based on this investigation, the investigation conclusion code of cause not established was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component, however there is insufficient information about the patient anatomy and original tubing length implanted to assign a probable cause to the reported events. Based on the results of this investigation, no escalation is required. Cylinder analysis: product analysis confirmed a fluid leaks due to wear and fatigue. Product analysis could not confirm the reported allegations of short tubing as the device was returned with disconnected tubing. Based on this investigation, the investigation conclusion code of cause not established was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component, however there is insufficient information about the patient anatomy and original tubing length implanted to assign a probable cause to the reported events. Based on the results of this investigation, no escalation is required. Additional product component: model number/catalog number 72404014. Serial number: null and null. Batch/lot number 859836003. Model/catalog description cxr 18cm.

Event description:
It was reported that the patient experienced cylinder and pump tubing too short with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted.

Manufacturer narrative:
Additional product component: model number/catalog number: 72404014, serial number: null and null, batch/lot number 859836003, model/catalog description cxr 18cm.

Event description:
It was reported that the patient experienced cylinder and pump tubing too short with an inflatable penile prosthesis (ipp). The ipp cylinder and pump were explanted and a new ipp cylinder and pump were implanted.